Manufacturer narrative:
H6 health effect - impact code 4614 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported complete clip detachment was unable to be determined. The reported embolism, foreign body in patient, and recurrent mr were cascading events of the reported complete clip detachment. The reported patient effects of embolism and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xtw (lot 30329a1085) was implanted successfully, reducing mr to grade 1. In (B)(6) 2024, follow up revealed the clip had a bileaflet detachment and had embolized to the left exterior iliac artery. No procedure was performed at that time as there was no leaflet damage and no blockage of blood flow. Mr was recurrent grade 4. On (B)(6) 2024, the patient returned for reintervention due to the recurrent mr grade 4. Two xt mitraclips were implanted without issue. A third xt 40809a1091 was chosen for implantation. Upon removing the lock line the clip opened to approximately 40 degrees. It did not detach from the leaflets. Normal troubleshooting was attempted but it did not close any further and the grasp was stable so continued with deployment. A fourth xt clip was then implanted to stabilize. The residual mitral valve gradient was 7mmhg with a hr of 87bpm. The physician thought this was an acceptable result given the mr reduction. The procedure ended with mr reduced to grade 2. There were no patient consequences due to the gradient. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip mentioned in b5 is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade unknown. Xtw (lot 30329a1085) was implanted successfully. In (B)(6) 2024, follow up revealed the clip had a bileaflet detachment and had embolized to the left exterior iliac artery. No procedure was performed at that time. For the 40809a1091 upon removing the lock line the clip opened to approximately 40 degrees. It did not detach from the leaflets. Normal troubleshooting was attempted but it did not close any further and the grasp was stable so we continued with deployment. This was the third clip implanted and a total of 4 cds0706-xts were implanted on the patient. The residual mitral valve gradient was 7mmhg with a hr of 87bpm. The physician thought this was an acceptable result seeing as the reduction of mr went from 4-2 and that the gradient could be controlled by lower the patients hr with medical management.